Event description:
Device malfunction: knot lock/suture break. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an inverventional procedure. Reportedly, the knot would not advance. The knot pusher could not push the knot down to the arterial wall and the suture broke. Hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.